Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) noted quality control (qc) was low due to insufficient venting of control vials. The fse replaced the probe but the unit continued to produce low qc values on capped vials. The unit was operational in open vial mode. On (B)(4) 2013, the fse replaced the aspiration pump and card bezel. The unit was operational in open vial mode. On (B)(4) 2013, the fse replaced the tubing from the probe to the pump and vacuum isolator chamber (vic) to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturers published specifications and was returned to normal operation. Bezel.

Event description:
The customer reported out-of-range low white blood cell (wbc), red blood cell (rbc), and hemoglobin (hgb) results for normal and abnormal high controls on the capped 4c control vials compared to the uncapped control vials, involving the coulter act diff 2¿ analyzer. The customer reanalyzed patient samples in uncapped (open vial mode), and the results correlated with the initial values (capped vials in the closed vial mode). No erroneous patient results were released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.